Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the sureform 60 stapler instrument was doing everything opposite. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements of the surgeon scaled appropriately to the instrument. All the movements were inverted or opposite. The timing of instrument movement was appropriate. There was not any instrument-to-instrument or system arm-to-arm interference. The issue was persistent. The issue was resolved by swapping instruments. There was no harm or injury to the patient. The instrument was inspected after the incident and there was no noted damage. The issue occurred 30 minutes before the end of the procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.